Manufacturer narrative:
Continuation of medical devices: 4671 boston scientific lead, implanted (B)(6) 2016; u128 boston scientific ipg, implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert on the right atrial (ra) lead for undefined impedance with a switch to unipolar. Oversensing was also noted on the lead. Reprogramming was planned and the lead remains in use. No patient complications have been reported as a result of this event.